Event description:
The customer reported that the patient sustained a thermal burn to the bowel that was not detected until after the procedure. The hospital stated that it does not know what caused the burn, but does not believe the ls1037 device was at fault. The patient is said to be doing fine.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.